Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient experienced cardiac perforation with the right ventricular lead and also experienced cardiac tamponade. The lead was explanted. The patients condition was stable.